Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date:(B)(6) 2009, inratio: 4.9, lab: 3.4. Date: (B)(6) 2009, inratio: 5.0, lab: 3.2. Caller also stated inr increased with new lot of strips. Started using new lot of strips around 5-13 with the following results: 5-13 inr -3.8; 5-21 inr=4.1; 5-23 inr=4.9; 6-3 inr=4.7; 6-17 inr=4.6. Patient's range is 2.8-3.2. Hasn't changed medication recently.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 4.9, lab: 3.4, mean: 4.15, confidence limits: 2.4-6.1. Date: (B)(6) 2009, inratio: 5.0, lab: 3.2, mean: 4.10, confidence limits: 2.4-6.1. Inr such as 3.8, 4.1, 4.9, 4.7, and 4.6 were omitted from comparison test as tests were done more than three hours apart. Three hours is considered by the manufacturer a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to return. No further investigation will be required. No corrective action required as no product deficiency was established.